Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4)

Event description:
The consumer reported on (B)(6) 2014 that they were not able to adjust stimulation. It was reviewed that the upper limit was reached. The patient was experiencing a loss of therapeutic effect. There was no known accident or incident related to the complaint, however, the patient was not clear about the time frame as her husband died last year and she lost track of time. The patient also noted a change in stimulation sensation. She usually felt a pulsation but now it felt more like an irritation. This began about one week prior to (B)(6) 2014. The patient did not feel stimulation all of the time. They had not received any special instructions regarding her device other than to increase settings to help with frequency. It helped with frequency at times but not with urgency. The patient was back to getting up every 2 hours at night. The patient was contemplating having the device removed in order to have MRI of spine. Additional information received from the consumer on 2014-01-27 reported that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer representative (rep). There was an appointment on (B)(6) 2014 with follow up in one month. Additional information received from the consumer on 2015-05-27 reported that the patient had a loss of therapeutic effect. The health care professional (hcp) recommended that the patient turn the stimulation off for a week because the patient did not think it had been helping for a while, but the patient had never turned it off before. The patient had tried changing programs, and the hcp said to try turning it off for a week because the patient was getting up every 2 hours at night. This had been going on for several months now. The stimulation was on and on program 2 at 6.5 volts. The patient then turned stimulation off, and was going to try this setting for a week per her hcp. Additional information received from the consumer on 2015-07-09 reported that the patient had a loss of therapeutic effect. It was also reported that the patient was taking mybetrix to help with bladder control. Additional information received from the consumer on 2015-10-30 reported that there was a replacement of the system. The implantable neurostimulator (ins) had to be replaced because it was not working. After implant of the first ins, it worked for a very little time. Then, it stopped controlling her symptoms. The health care professional (hcp) left and she had to start all over with a new hcp. She told the new hcp that the therapy was not working. They did an x-ray and the electrodes were not in the right place. The electrodes had migrated/moved and suggested implanting a full new system. The indication-for-use (IFU) was gastrointestinal/pelvic floor.